Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is the expulsor. This was replaced to correct the issue. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this product.

Event description:
It was reported that the device failed accuracy test 8.4%. Found during testing. No patient involvement and no patient harm reported.